Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2020. Additional h3 investigation summary: it was received for analysis a sealed box with thirty-six samples and an opened box with nine unopened samples of product code j453, lot mjz692. The complaint sample was not returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, while the veterinarian was tying off pedicles, the veterinarian couldn't apply tension to the suture without the suture breaking. The procedure was completed using additional suture. There were no consequences reported. No additional information was provided.